Manufacturer narrative:
A supplemental MDR is being submitted for correction base on the review of the medical records. The following sections of this report have been updated: additional information b.7 other relevant history. Corrected h.6 clinical code and investigation findings. It was initially reported that approximately 8 months, 30 days post-implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the 29 mm sapien 3 valve was explanted and an edwards surgical valve was implanted. Per the medical records, the explant was related to endocarditis and there was no allegation of an edwards device caused or contributed to the endocarditis. It should be noted that the blood cultures were positive for strep mitis/oral streptococcus viridans of unknown etiology. Late endocarditis greater than 60 days occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprostheses is remote. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient's procedure op notes of the explant were requested have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 8 months, 30 days post-tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 8 months, 30 days post-implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the 29 mm sapien 3 valve was explanted and an edwards surgical valve was implanted. The reason for the explant is unknown at this time.